Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to a low blood glucose (bg) level of 37 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer attempted to self-treat by consuming carbohydrates, however; was treated with additional carbohydrates at the hospital to address bg level. Customer was released on (B)(6) 2023 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.